Manufacturer narrative:
In the event the device is received for further evaluation or additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The fsr saw that the screen was dirty, cleaned it, and when testing the screen, the screen operated properly to specifications. It is unknown if the dirty screen contributed to the reported issue but at this time no root cause could be identified and the device was returned to the customer operating to manufacturer specifications.

Event description:
It was reported that during patient use the ventilator's user interface module (uim) touchscreen was frozen and did not allow changes. There was no patient harm as the patient was switched to alternate ventilation.